Manufacturer narrative:
Corrected information can be found in d1, d4 and h4. UDI related data quality updates only.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a transpac trifurcated monitoring kit, 60" tubing, 3 3 ml flush device, microdrip. The reporter stated that the staff were able to set up and flush the product. Then the staff were able to zero all lines. However, once zeroed and the pa line connecting to patient shows incorrect trace, dampened trace or nothing. The event occurred during set up. It was reported that transducing waveforms were being performed. The event does not involve death or serious deterioration of a person and no one was harmed as a result of the reported event. There was patient involvement, with delay in therapy and no patient harm.